Manufacturer narrative:
Manufacturing site evaluation: the devices were received decontaminated. Two of the received drills were broken within the windings. Seven of the drills were bent. Investigation performed visually using the digital microscope vhx-600 by keyence. Hardness testing was completed. Results indicate the products hardness is within specification. The failure of the drills is user-related; mechanical overload is the root cause of the failure. Corrective/ preventive action: not applicable.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Intra-operative issue of drills are flexible, it is possible to bend them over, there was small piece of drill stuck in patient (reported in medwatch 2916714-2015-00810). Gc314r is not broken but bent. Both devices (mw 2916714-2015-00810 / gc316r) and this device gc314r were used in the same procedure. Related to med watch 2916714-2015-00810.